Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated to tech that the dealer had to replace the bolt that falls out of the back cane and the plate. The dealer states that when the patient is reclining the right side goes all the way back and the left side only half way.